Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the needle did not deploy. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose was in the 300s (mg/dl) and that when the pod was removed, it was noticed that the needle never deployed. The pod was worn for less than 4 hours.